Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) is underway. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 04/14/2015. Belt: 05/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient reportedly became unconscious after returning from the bathroom. Review of the download data indicates that the lifevest detected asystole on (B)(6) 2017 at 10:55:23. An arrhythmia was then detected at 11:00:39. The patient's ECG showed asystole. The lifevest delivered seven shocks during this time. The rhythm during and after each shock was asystole. Ovensing of low amplitude, intermittent cardiac signal contributed to the false detection. The device then detected a non-treatable rhythm and the device was shutdown at 11:24:34.